Manufacturer narrative:
Concomitant medical products: sedrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited oversensing of noise. Ra lead was reprogrammed and remains in use.